Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with their sensor. Customer stated they had received a lost sensor alarm. The customer was also advised of calibration issues that may occur. The customer's blood glucose was unknown at the time. Customer also stated their blood glucose would range between 20 mg/dl to 400 mg/dl. No additional information provided.